Manufacturer narrative:
(B)(4). Customer declined replacement product at this time. Most likely underlying root cause of malfunction: user had an inaccurate reference. Alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 80 to 140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 209 and 209mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer called concerned that her true metrix meter was reading high when compared to her older true result meter. She hadn't made any changes to her diet (eats healthy), but she did mention that her doctor has her on prednisone(which he informed her would elevate her blood sugar levels (lantus & novolog).